Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station database was corrupted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated for correction: h6, h11 upon investigation of the actual device used in this incident, it was determined that there had been drawer failure, and the database had been corrupted. A field service engineer had deleted the database and repaired the application. They had performed a synchronization to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station database was corrupted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.